Manufacturer narrative:
Updated fields: brand name, lot #., catalog #, exp. Date, serial#, unique identifier (UDI) #, PMA/510(k)#, manufacture date. Device evaluation: the reported iab was a mega 40cc lot # 3000308470, but the returned iab was a sensation plus 8fr 50cc serial # (B)(6). The returned iab was evaluated. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. No blood was observed inside the iab catheter. The one-way valve was also returned. A video was provided and reviewed. The one-way valve was vacuum tested and it held vacuum. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that while inserting the intra-aortic balloon (iab), blood had leaked before the iab reached its proper placement. This issue occurred again on three additional iabs. The customer ultimately used another manufacturer's iab to provide therapy. There was no patient harm or adverse event reported. This report is for the second iab used in this event. A separate report for the first iab has been submitted under mfg report number 2248146-2024-00254. A separate report for the third iab has been submitted under mfg report number 2248146-2024-00256. A separate report for the fourth iab was submitted under mfg report number 2248146-2024-00257.

Manufacturer narrative:
Occupation: rn, mba, bsn, nurse manager event site name: (B)(6) medical center the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint (B)(4) .

Event description:
It was reported that while inserting the intra-aortic balloon (iab), blood had leaked before the iab reached its proper placement. This issue occurred again on three additional iabs. The customer ultimately used another manufacturer's iab to provide therapy. There was no patient harm or adverse event reported. This report is for the second iab used in this event. A separate report for the first iab has been submitted under mfg report number 2248146-2024-00254. Separate reports will be submitted for the additional two iabs involved in this event.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).